Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4406 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "on (B)(6) 2020 a PICC catheter with direct puncture technique was inserted. The insertion of the catheter occurred uneventfully, in a second puncture. On (B)(6) 2020 at approximately 11:00 a.m. It was observed that the catheter had ruptured, the hub had been separated from the catheter (according to the attached photos), approximately 40 minutes before the newborn had received medication through the catheter and it was patent. Immediately the newborn's catheter was removed, measurements were taken and it was found that the whole catheter was properly removed and that it was integrated in all its extensions."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break at the suture wing/catheter joint. Curved shape memory was observed in the vicinity of the break. Tactile inspection of the sample revealed severe tensile weakness, material necking and discoloration in the vicinity of the break. Microscopic inspection of the break revealed a dully granular fracture surface. The break features, tensile weakness, necking and discoloration were consistent with material failure due to pulling stress. The location of the damage suggested that catheter placement, securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, "on (B)(6) 2020 a PICC catheter with direct puncture technique was inserted. The insertion of the catheter occurred uneventfully, in a second puncture. On (B)(6) 2020 at approximately 11:00 a.m. It was observed that the catheter had ruptured, the hub had been separated from the catheter (according to the attached photos), approximately 40 minutes before the newborn had received medication through the catheter and it was patent. Immediately the newborn's catheter was removed, measurements were taken and it was found that the whole catheter was properly removed and that it was integrated in all its extensions."